Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported during testing at the user facility that the castvac w/8 foot hose and mobile stand had exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Updated to indicate that the product will not be returned by the user facility. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned by the user facility.

Event description:
It was reported during testing at the user facility that the castvac w/8 foot hose and mobile stand had exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.